Manufacturer narrative:
The complaint will be updated once the investigation is completed. Trends will be evaluated.

Event description:
Allegedly the patient underwent right thr on (B)(6) 2019, revised on (B)(6)2019 due to cup mal-positioning. The patient dislocated three times following primary surgery. During revision the same cup was repositioned, flat liner replaced with hooded liner, longer head was used and a screw added. Both procedures were performed through posterior approach.